Manufacturer narrative:
The customer observed false non-reactive results when using architect (B)(6) reagent lot 68386li00. A review of tickets determined that there is normal complaint activity for the lot and there are no trends identified. A review of manufacturing records found no issues associated with the customer complaint. Sensitivity testing was performed on a retained kit of lot 68386li00 with two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Reagent lot 68386li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. A review of labeling concluded that the issue is adequately addressed. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer stated that the architect analyzer generated false nonreactive (B)(6) results on one patient. The results provided were: initial 0.96s/co (<1.00s/co = nonreactive) / repeat = 1.03 (>/=1.00s/co = reactive) / vidas = 4.02 (>1 = reactive); patient was previously reactive. There was no additional patient information provided. There was no reported impact to patient management.